Event description:
It was reported that the pump reset unexpectedly intermittently. Customer¿s blood glucose level was 116 mg/dl. The customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.